Event description:
Device 1 of 7. Reference MFR reports: 1627487-2012-04825, 04826, 04827, 04828, 04829, 04830. It was reported the physician determined the pt had a suspected infection. The physician was to perform an allergy test to rule out an allergic reaction. Attempts to f/u on the status of the pt were unsuccessful.

Manufacturer narrative:
Eval: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.